Event description:
The customer stated that the insulin pump is squirting insulin during the manual prime. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a loose/flush drive support disk. The unit also had a cracked case at the lcd window corners, reservoir tube and battery tube threads. The device had a scratched lcd window as well.